Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, it was observed that there was poor response on the left ventricular lead. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient was still experiencing shortness of breath. It was noted that the left ventricular lead was explanted without any malfunction detected.

Manufacturer narrative:
Correction: section b1 - it was reported previously as adverse event and malfunction. New information was received and it should only be an adverse event.